Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3387-40, lot# 0203737669, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3387-40, lot# 0243762399, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the implant date was (B)(6) 2010 and explant date was sometime in 2018.

Manufacturer narrative:
Event date approximate. Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that before the surgery the patient was stiff, and they saw some improvement afterwards but could not take care of themselves. Walking was not good and they needed help. However they eventually had an infection at their head and ear implant site and returned to the hospital for examination. Their healthcare provider (hcp) recommended explanting the leads and extensions. The ins remained in the patient. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.